Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the unit had an issue when it was being used on a patient, the unit screen went completely dark (blackout), the top led was flashing red and producing a long consistence beep noise. The unit was then turned completed off by holding the power button for a long period of time, after rebooting the unit, it was turned on and no alarms. No patient harm reported.